Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. A 90% stenosed, 2.75mmx30mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified mid left anterior descending artery. After a non-bsc guidewire and a 6f non-bsc guide catheter were advanced, pre-dilation was performed with a 2.0x20mm emerge balloon catheter. Following pre-dilation, a 16 x 2.75mm rebel bms stent was advanced for treatment. However, the device failed to cross the lesion and when it was removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.